Event description:
It was reported that on an unspecified date patient underwent a segmental spinal fusion and instrumintation at l3-l5. On (B)(6) 2002: patient underwent a lumbar spinal revision surgery. On (B)(6) 2003: patient presented post motor vehicle accident and also status post lumbar spinal revision surgery. Patient had exacerbation of her symptomatology following accident. Patient reports some right hip pain but this is less than previous. On (B)(6) 2003: patient presented to physical therapy for lumbar spinal stenosis. Goals: 50% improvement in symptom intensity and frequency; able to sit at least 30 minutes with lumbar roll; able to walk 10 minutes with cane; demonstrate 50% trunk flexion and extension rom; improve gluteus maximus strength to 3/5 bilaterally and lower abdominal strength to 3/5; demonstrate quad flexibility 120 degrees bilaterally and gastroc/soleus 20 degree kinetic chain; be independent with home exercises. On (B)(6) 2003: patient presented to physical therapy for lumbar spinal stenosis. On (B)(6) 2003: patient was discharged from physical therapy with partial goals being met. Patient will continue home exercise program. Patient reports pain as 4 of 10. On (B)(6) 2003: patient presents status post segmental spinal fusion and instrumentation at an unspecified date. Patient presents with some aching in her mid-back. Radiographs of the lumbar spine reveal excellent sagittal and coronal alignment of the spine without any evidence of hardware collapse and or fatigue failure. Patient is given anti-inflammatory medications. On (B)(6) 2003: patient presented status post ostensibly revision segmental spinal fusion with instrumentation at an unspecified date. Patient presented with some pain from the knees down. She states it feels like nerve pain. Radiographs of the lumbar spine do not show any evidence of hardware failure and/or fatigue. Impression: some excessive irritability of the peripheral nerves, may be due to chronic radiculitis. On (B)(6) 2005: patient presented with some left sided buttock pain, no radiation reported. Patient reports pain radiating into the left buttock when the left leg is crossed over the right. Ap and lateral views fo the lumbar spine show no evidence of hardware collapse and/or fatigue failure. Ap pelvis suggests pubic symphysis degeneration. There is mild joint arthritis bilaterally. Impression: myofascial pain and concomitant si joint arthritis. Patient is prescribed lidoderm patch. On (B)(6) 2006: patient presented post segmental spinal fusion and instrumentation at l3-l5. Patient reports some left leg pain with ra radiation from the hip to the lateral thigh and occasionally below the knee. Impression: lumbar spondylosis status post lumbar segmental spinal fusion with predominantly myofascial pain. Left lower pain is intermittent. On (B)(6) 2008: patient presented with fairly substantial left buttock pain, radiation of pain in the posterior lateral thigh and into the calf, worse when standing. It is associated with transverse low back pain. Patient does have a positive straight-leg raising test on the left for pain radiating to the left calf. Ankle jerk reflex on left is absent. Impression: left s1 radiculitis. Physician¿s concern would be pathology at the l5-s1 motion segment. This would be the caudal adjacent segment to surgical arthrodesis. On (B)(6) 2009: patient presented with a history of lumbar spondylosis, and the right leg numbness, right foot pain, bilateral leg pain, and back surgery in 2002. Patient underwent MRI of the lumbar spine without intravenous contrast which found: l2-3 , mild posterior disc bulge, and mild bilateral foramina stenosis; l3-4, level demonstrates an uncovering of the posterior disc, related to anterolisthesis and mild bilateral foramina narrowing; l4-5, level demonstrates a posterior t2 hyperintensity zone, which may represent annular disruption, there is uncovering the posterior disc related to anterolisthesis, there is mild right and moderate left foramina stenosis; l5-s1, shows diffuse posterior disc bulge with superimposed focal central and paracentral disc protrusion, abutting both s1 nerve root, there is severe left and moderate right foramina stenosis, peripheral placement of nerve roots within the thecal sac, is seen, may be related to post-operative arachnoiditis, deformity of the right iliac bone, consistent with bone graft donor. On (B)(6) 2009: patient presented with transverse low back pain and left lower extremity pain. MRI was reviewed which showed there is severe degenerative collapse of the disc space at l5-s1 anteriorly and posteriorly projecting osteophytes at the l5-s1 motion segment. Patient complains predominantly fo left buttock pain with occasional radiation down the anterior aspect of the left leg to the anterior aspect of the left foot. Impression: complex problem. The etiology of her pain is not completely clear but is more than likely secondary to foraminal stenosis and possibly facet arthropathy at l5-s1. Foraminal stenosis left side l5. On (B)(6) 2009: patient presented with left lower extremity radiculopathy down to the great toe. Patient claims it started in spring of 2008 without provocation. Pain is 8 of 10 and described as continuous, shooting, miserable, unbearable pain with diagram showing pain primarily into the right lower extremity but also some into the left. Exam found paraspinous muscle tenderness and spasm in the lumbar region, but no distinct trigger points. Diagnoses: lumbar spinal stenosis; l4-5 and l5-s1 facet arthropathy. On (B)(6) 2009: patient presented with pain 10 of 10, continuous, aching, stabbing, numbing, miserable in nature with the diagram showing pain in the lumbosacral region radiating into the bilateral lower extremities. Paraspinous muscle tenderness and spasm is appreciated in the entire lumbar region. Patient underwent l4-5, l5-s1 bilateral facet joint injections. No complications were reported. Diagnoses: lumbar spinal stenosis; l4-5 and l5-s1 facet arthropathy; status post lumbar spine rod and screw construct. On (B)(6) 2009: patient presented with pain 10 of 10 radiating from the lumbosacral region to the bilateral lower extremities. There is marked paraspinous muscle tenderness and spasm in the lumbar region, increased pain with extension, decreased pain with flexion of the lumbar spine. Patient underwent l4-5 bilateral facet joint injections. No complications were reported. Diagnoses: lumbar spinal stenosis; l4-5 and l5-s1 facet arthropathy; status post rod and screw construct. On (B)(6) 2009: patient presented to address facet arthropathy, lumbar spine l5-s1, predominant left side greater than right. Patient is also noted to have severe lumbar spinal stenosis which is secondary to vertical collapse of the motion segment at l5-s1 producing foraminal narrowing. The facet blocks were inefficacious. Physical exam found positive straight leg raising test on the left consistent with left l5 radiculitis. Impression: left l5 radiculitis; facet block failure. Recommendation: selective nerve root block, left l5. On (B)(6) 2009: patient presented claiming she did not have lasting relief from her facet joint injections. Patient states her pain is 10 of 10, burning and unbearable with the diagram showing pain in the bilateral lower extremities. Paraspinous muscle tenderness and spasm is present in the lumbar paraspinous muscles bilaterally. Patient underwent a lumbar l5 selective nerve root block on the left. No complications were reported. Diagnoses: l5 the left radiculitis; lumbar spinal stenosis. On (B)(6) 2009: patient presented stating she got a 25% reduction in pain from her first selective nerve root block. Pain today is rated 7 of 10, gnawing, burning, and miserable with the diagram showing pain in the left lower extremity, as well as into the right lower extremity. Paraspinous muscle tenderness and spasm is present in the lumbar paraspinous muscles bilaterally. Patient underwent a left l5 selective nerve root block on the left. No complications were reported. Diagnoses: left l5 radiculitis; lumbar spinal stenosis. On (B)(6) 2009: patient presented stating she had been put on antibiotics for a gland infection. Patient is afebrile and does not appear septic. Patients pain level is 4 of 10, continuous, shooting and miserable. Paraspinous muscle tenderness and spasm does exist in the lumbar region. Patient underwent left l5 selective nerve root block. No complications were reported. Diagnoses: left l5 radiculitis; lumbar spinal stenosis. On (B)(6) 2009: patient reports 50% resolution of her pre injection pain. Patient does have substantial vertical stenosis at l5 secondary to severe degenerative collapse of the disc space at l5-s1. On (B)(6) 2010: patient presented with pain 9 of 10, radiating from the lumbosacral region towards the left greater than the right lower extremity. Patient underwent a left l5 selective nerve root block. No complications were reported. Diagnoses: left l5 radiculitis; lumbar spinal stenosis. On (B)(6) 2010: patient presented stating she had about a week of good relief after her last l5 left selective nerve root block, but some of the pain started coming back depending on her level of activity. Patient underwent left l5 selective nerve root block. No complications were reported. Diagnoses: left l5 radiculitis; lumbar spinal stenosis. On (B)(6) 2010: patient presented with pain 5 of 10. Patient states she continues to have about 50% reduction in pain over her left hip and leg from the selective nerve root block. Patient reports more of a discomfort over the left hip, buttock region than previous. Exam found paraspinous muscle spasm in the lumbar region. There was point tenderness over the left greater than right sacroiliac joint region. Patient underwent left l5 selective nerve root block. No complications were reported. Diagnoses: left l5 radiculitis; lumbar canal stenosis; left greater than right lower extremity radiculopathy. On (B)(6) 2010: patient presented stating selective nerve root blocks did diminish low back pain, but did not diminish her persistent left sided buttock pain. Impression: left buttock chronic pain; may relate to chronic radicular lower extremity pain, or piriformis syndrome. CT scans were scheduled. On (B)(6) 2010: patient presented with a history of back pain, left lower extremity radiculopathy. Patient underwent a CT of the lumbar spine with contrast myelographic. Findings: there is grade 1 degenerative retrolisthesis of l5 on s1. There is grade 1 anterolisthesis of l3 on l4 and l4 on l5. At l5-s1 there is a moderate diffuse disc bulge with a small superposed central disc protrusion. This results in moderate lateral recess stenosis with indentation of the s1 nerve roots. There is mild central stenosis. At l4-5, facet arthropathy results in moderate to severe foraminal stenosis, cervical right greater than left. At l2-3 there is a mild left foraminal extra foraminal focal disc bulge which results in mild left foraminal stenosis and indentation of the exiting left nerve root. Degenerative changes greatest at l5-s1 similar to comparison. On (B)(6) 2010: patient presented with chronic left lower extremity pain which is felt to be left l5-s1 radiculitis. CT¿s taken suggest severe left foraminal stenosis at the l5-s1 level consistent with patient¿s symptoms. Impression: chronic left l5-s1 radiculitis. On (B)(6) 2010: patient presented with pain into the left greater than the right extremity (9 of 10 pain). Pain is described as continuous, shooting, burning, miserable, and unbearable. Spinal cord stimulation has been considered. Evaluation found deep tendon reflexes in the lower extremities are ¼. There is paraspinous muscle spasm through the lumbar region, but no palpable trigger points. There is decreased rom to flexion, extension, and side bending of the lumbar spine. Diagnoses: left greater than right lower extremity radiculopathy; chronic pain syndrome; status post instrumented fusion. On (B)(6) 2011: patient presented for evaluation by psychologist before proceeding with spinal cord stimulator. Patient still had 8 of 10, continuous, aching, shooting, stabbing, gnawing, miserable pain with the diagram showing pain in the lumbosacral region radiating into the left greater than right lower extremity. Patient was recommended to halt plavix before spinal cord stimulator implant procedure. Diagnoses: left greater than right lower extremity radiculopathy; chronic pain syndrome; status post instrumented fusion. On (B)(6) 2011: patient presented with pain radiating from the lumbosacral region radiating primarily to the left lower extremity, but also achiness into the right lower extremity. Patient has decided not to stop plavix due to history of cardiac problems in family. Patient was advised to continue back exercises, strengthening and stretching. Diagnoses: left lower extremity greater than right lower extremity; chronic pain syndrome; status post instrumented fusion lumbar spine.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. On (B)(6) 2010 - lumbar CT with sagittal reconstructions show fusion posterolaterally at l3, l4 and l5. Pedicle screws appear intact. Myelographic dye shows no canal stenosis and foramen appear patent. Posterolateral fusion appears solid on sagittal views. On (B)(6) 2010 - ap, lateral and dynamic laterals show no movement through the previous fusion. Pon (B)(6) 2012 - thoracic CT shows no spinal pathology clearly. Chest fields appear clear on this study without any signs of effusion or infiltrate. Extra spinal pathology is not appreciated. Area of dense signal is seen on the right in the region of the right clavicle. On (B)(6) 2013 - lumbar MRI shows previous fusion l3, l4 and l5 with pedicle screws but no evidence of interbody devices. Spondylolisthesis is seen at l3 and l4 with severe ddd and joint collapse. No residual stenosis is seen after laminectomy. No evidence of seromas or bone resorption. No heterotopic bone is appreciated. No stenosis is seen.